Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is failing calibration with bp and co2 red x showing service now. There was no reported adverse patient impact.